Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are feeling groggy and tired all the time. The leadless implantable pulse generator (ipg) heart rate parameters was reprogrammed, but the patient has seen no improvement with their symptoms. The ipg remains in use. No further patient complications have been reported as a result of this event.